Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when they used the handle on the first firing, after pushing the green safety button, as soon as they squeezed the handle, the beam got stuck and stopped moving with the two different reloads. The doctor could not squeeze the handle anymore and ordered the scrub nurse to replace the abnormal handle and reload for each of a new one.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.